Manufacturer narrative:
The complainant was unable to provide the device serial number. Therefore, the manufacture date is unknown. Reported event of gauge reading inaccurately. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during dilatation of the lower oesophageal sphincter performed on an unknown date. According to the complainant, during the procedure, the gauge started at 7 atm instead of 0 atm, and it was hard to inflate the balloon using the hand pump. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.